Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). Device not returned for analysis.

Event description:
It was reported that in 2006 the patient underwent treatment with the peripheral cutting balloon device for one lesion. The de novo lesion was concentric and tight. The physician noted that this was a very rigid stenosis. The lesion was located in the efferent vein of the avf. The target vessel was non-tortuous, without calcification and had a reference diameter that was 5.5mm. The target lesion length was 8mm and 80% stenosed. Target lesion post-procedure stenosis was 0%.the patient had a follow up visit in 2007. The patient underwent conventional percutaneous transluminal angioplasty (pta) of the target lesion in 2006 because of angiographic restenosis of the target lesion. The diagnostic examination included the measuring of blood pressure during dialysis. At the 2007 follow up visit, the target lesion site was patent. No adverse events were reported.